Event description:
Crrt [continuous renal replacement therapy] filter and pressure pod filled w/ thick bubbles, that were unable to be pulled out. Filter had to be changed. Lot number 50478014. Filter was disposed of.